Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced severe pain on the left side, production of a corrosive substance, urinary problems, perineal neuropathy, pelvic myofascial syndrome and pain in the left urethra. Patient's current condition: severe inflammation (leukocytes ++++) and depression due to medical uncertainty and pain. Resorptive granuloma following meatoskenectomy and urethroplasty, likely due to an underlying issue with the sling. Unable to drive without triggering neuropathy at the meatus (excitement). Fluid-filled cyst on the vaginal mucosa adjacent to the sling. Unable to sleep on the back or left side without experiencing pain. Current status: left strip disintegration cleaned by surgeon and device explanted. Morning leakage on day 10 due to left-sided suburethral detachment. No more pain, except for persistent irritation and pain due to neuropathy at the meatus. Patient is awaiting biopsies.